Event description:
Customer reports blood glucose result of 172 mg/dl taken on the compact plus system and immediately passing out; 15 minutes later, she reportedly received result of 52 mg/dl on the compact plus system and 64 mg/dl on professional's device within 10 minutes. She was treated with glucagon injection. Prior to this incident, customer also reportedly received results of 117 mg/dl and 51 mg/dl within 10 minutes on the compact plus system. No actions taken based on device results. Requested return of suspect device and replacement was sent.